Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eri, the device was implanted for 62 months. The device memory was inspected, demonstrating anormal device function while the device was implanted and in service. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
Device was reporting a voltage of 3.08 v, but said device was device was eri (eri voltage 2.85v). The hm site said the device has 50% battery remaining. The device was reset, reprogrammed and a full follow-up was performed. The device was explanted and has been returned for analysis.